Manufacturer narrative:
The anomaly observed in the field was confirmed. The device was detected in backup vvi. The device image indicated the code was reloaded before the device went in bvvi. The device was tested on the automated test system and no anomalies were found. The anomaly observed in the field was not reproduced in the laboratory.

Event description:
It was reported that the patient notifier alert stated the high voltage lead impedance for the rv and lv lead increased. During interrogation, the device showed in backup vvi mode. A header/connector anomaly suspected. The device was explanted and replaced. Associated leads tested normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.